Event description:
It was reported that during a robotic sleeve gastrectomy procedure, the surgeon was firing along length of stomach with device. Surgeon went back to check staple line and noted there were staples sticking out of the first staple line that was fired. The staples did not form a ¿b¿ shape. Five staples were removed and pictures were taken and provided to rep. The case was completed by surgeon using a competitor device to staple across our first staple line. There were no patient consequences.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.